Event description:
Additional information: it was reported that the hcp was unable to interrogate the pump due to the movement of the pump to the groin area. The physician "checked" the pump on (B)(6) 2012 and found no problems; the pump was functioning. The patient showed no symptoms and the outcome was reported as no injury.

Event description:
It was reported during refill that the health care provider (hcp) had difficulty interrogating pump during refill because he could not locate the pump. The last refill was in (B)(6) 2011. The patient had a hip dislocation and currently had a contraption on or near the hip. The hcp stated that the pump had shifted into the groin area and he could not palpate the lower edge in the groin area. The drug delivered via pump was lioresal. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown. Product type: programmer, physician: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).